Manufacturer narrative:
The meter has been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Initial reporter occupation was lay user/patient.

Event description:
There was an allegation of a display issue with the coaguchek vantus meter. When running a test, the result appears but the customer had difficulty reading the inr on the display. The result appears as "white on white". A display test was performed and it was confirmed that all four colored screens were clearly visible. There was no actual misinterpretation of any result.